Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2007". Additional information received 27sep2019: per a CT (computed tomography) of the abdomen dated (B)(6) 2017: "there is an ivc [inferior vena cava] filter located 2.5 cm below the lowest renal vein. The apex of the ivc filter is tilted posteriorly and to the right side adjacent to the wall of the ivc filter. Anterior, posterior, right and left side struts extend beyond the wall the ivc filter. This is most pronounced on the left side. The struts do not appear fracture or stent. There is a partially visualized left common iliac vein stent". Patient outcome: it is alleged that [pt] was injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to post deep vein thrombosis (dvt). Patient is alleging vena cava perforation, migration and tilt. Patient notes and further alleges experiencing "stomach pain and stress". Additionally, patient notes treatment for anxiety. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2007: ""the venotomy was dilated and the tulip celect filter sheath was advanced to the inferior vena cava and the cook celect filter was deployed within the infrarenal inferior vena cava. The sheath was removed from the neck and hemostasis was achieved via gentle manual pressure. The filter had been placed as prophylaxis during pharmomechanical thrombectomy of the left lower extremity".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported filling defect-filter tip, stomach pain, stress and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.